Event description:
The following info was provided by the cook area rep based on comments made by the user: the clip would not detach (ie release from the deployment device) and the handle broke (ie drive wire disconnected from handle). There was no harm to the pt due to this occurrence. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: the device was returned to the supplier for eval. The supplier provided the following info. The device was returned with the tip intact. The drive wire was confirmed to be detached from the handle. There were no defects on any of the components returned with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use state to uncoil the device. Verify smooth handle operation and clip action. Open the clip by gently moving the handle spool distally (away from handle thumb ring). Once the clip is fully open, do not continue advancing handle spool as clip may prematurely detach from the catheter. Close the clip by moving handle spool proximally until clip is fully closed. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional insp to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this type of occurrence. A change has been implemented in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this change. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.